Event description:
A medtronic rep reported that, during navigation of an l5-s1 fusion, the navigation images would disappear leaving the side control panels up. This would only happen when the surgeon was using the orange navlock tracker to navigate a tap. The surgery was completed with use of the navigation system. No harm to the pt was reported.

Manufacturer narrative:
The pt info has been requested, but not provided by the site. A medtronic rep visited the site and was able to reproduce the issue for only a fraction of a second during simulated use testing on a sawbones model. The site has had no issues since and used the orange navlock tracker successfully several times. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
After surveying the users of the device it was found that the layout of the operating room lends itself to multiple instruments being out of the surgical field but still in view of the camera. If an instrument on the back table is detected by the camera, the symptoms described in this case could be accounted for. He also stated that this issue has not occurred again. There is a possibility that the system was tracking another instrument which caused the described behavior. System has been working without problems since. Exact root cause cannot be determined.